Event description:
It was reported that the trial patient had an infection at the lead/wire incision site following implant with symptoms of fever and drainage. The patient was placed on intravenous antibiotics prior to implant procedure and was currently on oral antibiotics. It was noted that she has had an immune disorder and may have lupus. Additional information was requested.

Manufacturer narrative:
(B)(4).